Event description:
It was reported that when the device was being explanted due to eri, the atrial set screw would not turn. The physician succeeded in disconnecting the lead from the ICD using other tools. The patient had no adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. H3 other text : device evaluation anticipated, but not yet begun

Manufacturer narrative:
The reported field event of the inability to loosen the atrial set screw was not confirmed in the laboratory. The aring set screw was not returned with the device, so the cause of the reported field event could not be determined. The device was tested on the bench with a lab set screw for aring, and no anomaly was found.